Event description:
Avanos medical inc. Received a single report that referenced two different incidents, which were associated with separate units, involving one patient. This is the first of two reports. Refer to for the first report refer to 9611594-2026-00263 for the second report. It was reported that cortrak2 nasojejunal tube was inserted at bedside. Easy insertion, good trace on cortrak2 machine. Two days later the tube was blocked, required removal and it was noted that the tube was kinked at 38cms. This has resulted in him being admitted for >5 days for new tube insertion. He is not known to have altered anatomy and the insertions were easy. It is unclear why the tube kinked at this level. Tube removed, changed for gbuk tube to see if this resolves the kinking issues.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record and UDI are in-progress. The root cause has not been established. All information reasonably known as of 30 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.